Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that could not be conducted properly due to leakage at the connector guide pin and forceps elevator. A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign objects in the adhesive of the bending section cover and the connecting tube, the evaluation found the following non-reportable malfunction(s): air water cylinder and suction cylinder had no color; due to deformation of electrical connector guide pin, water tightness was lost; distal end had discoloration; light guide lens had a crack; water tightness of forceps elevator was lost; protector of universal cord on suction connector side was damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was observed during the olympus device evaluation, the duodenovideoscope had foreign objects in the adhesive of the bending section cover and the connecting tube. There were no reports of patient involvement.